Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) made a use error causing a leak to occur at the connection of the solution bag and disposable cassette line. The customer contacted a baxter global technical service representative (tsr) regarding a check lines and bags alarm that occurred while in dwell 4 of 4 during use of the homechoice (hc). The tsr assisted the hp with the alarm and to end therapy. Upon ending the therapy the hp noticed that the supply bag was leaking from the connection to the disposable line. The hp stated that she did not connect the lines properly and that is why the leak occurred. The hp would finish her therapy with manual supplies there was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for connecting the solution bags. This review finds the labeling adequate for the related use error in the complaint. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.